Manufacturer narrative:
The insulin pump received with a blank display due to moisture damage on the electronic assembly. Unable to verify for button anomaly or button error alarms due to a blank display. Moisture damage was found on the motor assembly. The device had a scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 226 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.